Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a fluid warmer for warming of blood, the reservoir filled back up with blood. The end user reported they found a slit in the disposable set. No adverse health outcome occurred due to this event.

Manufacturer narrative:
Four unused samples returned for evaluation. Visual inspection found the return connector and reflex connector were properly inserted into the 3 lumen tube of all samples, no damage found in the triple lumen, no roll-over tube on bondings, no gaps or incomplete bondings were found between the connectors and the trible lumen tube. Samples were then connected to the hl-90 hotline fluid warmer unit to identify any breach located in the assembly. There was no breach found in the l-70 assembly in any of the four samples received. All samples passed functionality testing and no mixed liquids were found. Unable to replicate the reported issue.